Event description:
Dealer advised on off toggle switch is loose and works intermittently. Dealer couldn't provide serial number due to enduser came into shop with chair on back of his truck and couldn't leave the chair. Dealer could not provide any further information.